Event description:
It was reported the patient said that she has had infections in the past but nothing current.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va081h7, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).